Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested 05/25/2010 and 06/10/2010 by mail, fax and phone. A completed questionnaire has not been received. (B) (4). (B) (4).